Manufacturer narrative:
A2: date of birth - 1978 (exact date unknown). Additional information: b2, b5 and b6 device remains in service.

Event description:
It was reported that the vercise cartesia directional lead was implanted . The patient later experienced a life threatening seizure. The patient was admitted to the hospital on the same day the reported event occurred and was treated with lacosamide. The patient recovered and was later discharged. Additional information was received that the patients wife awoke and noticed that the patient was emitting a strange snore and would not wake up. The patient was taken to the emergency room and did not respond to verbal stimuli, but moved continuously and was confused. The patient was treated with 300mg of lacosamide, 16.5mg of midazolam, and 1mg of clonazepam IV with no sign of improvement. A brain CT scan and CT angiogram of the supra-aortic trunks were performed finding no significant alterations. Due to the persistence of low level consciousness, the patient was intubated and transferred to ICU. The patient was later extubated the same day. A lumbar puncture and electroencephalogram were performed and did not show epileptiform anomalies or a pattern compatible with the patient's status. The patient was treated with cyclovir, ampicillin, ceftriaxone, and vancomycin. These medications were stopped after two days due to normal results of the lumbar puncture and clinical improvement. Patients anti-parkinsons medications were reintroduced and the stimulator was turned off. The patient returned to his baseline situation and the issue is now considered recovered.

Manufacturer narrative:
Date of birth - (B)(6).

Event description:
It was reported that the vercise cartesia directional lead was implanted . The patient later experienced a life threatening seizure. The patient was admitted to the hospital on the same day the reported event occurred and was treated with lacosamide. The patient recovered and was later discharged.